Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿when taking a blood sample, the tube has a visible lack of aspiration. This has happened several times."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2022-11-03. H.6. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated, and the expiration date of the lot number involved was 30th september 2022. Bd was unable to duplicate or confirm the customer¿s indicated failure mode underfill because the tubes have expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode, but expired tubes will draw less volume than tubes still within their shelf life. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿when taking a blood sample, the tube has a visible lack of aspiration. This has happened several times."